Event description:
Access number: (B)(4). I left my lenses in sterile lens case that did not come with the solution but came from my optician. After leaving the lens with the solution in the case for 24 hours, I put the lens on my eye and felt immediate burning from hydrogen peroxide. I did read all the instructions carefully before use; however, I did not infer that not using a clear care lens case would basically leave the hydrogen peroxide solution unneutralized. There are so many instructions and warnings on the label. It would really help to state clearly that the provided case contains a pt ring that specifically neutralizes the hydrogen peroxide and failure to use it will cause possible burns. Instead, the label warns obtusely that the provided case should used for safety but does not link its non-use to a potential burn. The labels should be revised for clarity. This happened at home. I am a well educated person, with post-graduate education in the sciences and am well aware of chemistry. I do think that the labeling is severely inadequate in conveying the risk clearly to the consumer. I am appaled that the FDA thinks that putting a lot of red colored but unclear labels is all that is necessary. Medication not administered to or used by the patient. Temporary harm/injury. Immediate and severe burning in the eye. Relevant materials not provided. (B)(4).